Event description:
The product was applied during an unspecified procedure. Reportedly, both the needle and suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no injury to the pt.